Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported alarm sounding due to excessive pressure. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure, the high flow insufflation unit alarm sounded due to excessive pressure. The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct the h6 component and problem code, and to provide additional information in h7/h9. A formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. It has been over four (4) years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned to the manufacturing site evaluation, no defect was found during inspection. We could not identify a root cause of the reported issue. Olympus will continue to monitor field performance for this device.